Event description:
It was reported that, "loose ulnar component."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info including x-rays and medical records was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.